Event description:
The customer reported a footswitch system message displayed during surgery. The system was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The footswitch and cable have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).